Event description:
Healthcare professional (hcp) reports home apd pt set up for treatment on his own and connected himself to pt line of apd disposable set prior to turning on device. Pt did not properly prime the line and consequently infused air from line. Pt reported pain in his chest and sholuder and went to local clinic where they hooked him up to EKG machine. Pt was also given pain medication. A manual drain was performed and pt's symptoms relieved. Pt was released the same day.